Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the black box data ranged from 07/07/2015 to 04/15/2015. Due to continued pump use, the black box data from the time of the alleged complaint was overwritten and unavailable for review. A review of the available data did not show evidence of short battery life. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The battery compartment was intact and current draws were within required specifications. The alleged complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and that there was evidence of moisture contamination in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.